Event description:
This unsolicited case from united states was received on 06-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had severe bilateral knee pain. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (bilateral injection) for osteoarthritis knee pain (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency, the patient went to the emergency room as she complained of severe bilateral knee pain. It was reported that the patient came back to office on (B)(6) 2017 for followup. The adverse event had subsided by that point. Corrective treatment: not reported for both events outcome: recovering for both events seriousness criteria: hospitalization/prolongation for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Additional information was received on 06-dec-2017 and 19-dec-2017 (both information processed together with clock start date of (B)(6) 2017. Event of device malfunction was added along with its details. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 06-dec-2017: this case concern a female patient who received bilateral synvisc one injections from the recalled lot and had severe bilateral knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 08-feb- 2018, this case became medically cconfirmed. This unsolicited case from united states was received on 06-dec-2017 from a non-healthcare professional. This case concerns a 55 year old female patient who received treatment with synvisc one and later same day had severe bilateral knee pain/pain level is 8/10 in bilateral knees/severe pain; after unknown latency had flu, swelling, pancreatitis and it was difficult for her to go up and down stairs. Also, device malfunction was identified for the reported lot number. The patient had hypertension and high cholesterol. The patient had drug intolerance to prochlorperazine edisylate (compazine) and butorphanol tartrate (stadol). Medical history included low back pain and bilateral hip pain for the past year, left hip is worse than right, tobacco dependence syndrome, dysfunction of eustachian tube, chronic sinusitis, hematochezia, osteoarthritis of knee, bilateral and epigastric pain. Patient had family history of cancer of colon and other family history included : father - neoplasm & heart disease; mother - heart disease and brother - congestive heart failure). The patient was divorced. The patient was a former smoker; had occasional alcohol intake, sexual orientation: heterosexual, exercise level: occasional, diet: regular, general stress level: high, caffeine intake: moderate, chewing tobacco: none, guns present in home: yes, seat belts used routinely: yes, sunscreen used routinely: no, smoke alarm in home: yes, advance directive: no and tobacco-years of use: 40. Surgical history included: colonoscopy (B)(6) 2016) - rectal polyps, elongated colon, recommended colon followup 5 years; esophagogastroduodenoscopy (surg) - (B)(6) 2016); orthopedic surgery - 2011- acromioplasty; orthopedic surgery - 1995 - multiple lipoma removal bilateral feet; hysterectomy (1991), lap chole (1990) and appendectomy (1980). Concomitant medications included hydrochlorothiazide, ibuprofen, escitalopram oxalate (lexapro), magnesium, meloxicam, pantoprazole sodium (protonix), trazodone, lidocaine and omeprazole (prilosec). On (B)(6) 2017, patient came in for bilateral synvisc one injections for her arthritic knees she also complained of pain in her back and her hips. She would have some radiation down her legs. Her back would hurt if she walked the more she walked the more her back would hurt she would have increasing back pain if she tried to stand in 1 place. The patient had full range of motion. There was a varus inclination to her knee with palpable osteophytes, there is no hamstring tenderness or tightness. The same day, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (bilateral injection) for osteoarthritis knee pain (batch/lot number: 7rsl021; expiry date: 01-may-2020). The patient received bilateral synvisc one injections. She had an element of spinal stenosis and would get imaging of her back. The same day, patient had knee pain. That day, patient had blood pressure of 130/78 (units and ref range not provided and body mass index (bmi) of 42.4. The patient stated that she had a reaction following the bil synvisc one injections. On (B)(6) 2017, the patient went to the emergency room as she complained of severe bilateral knee pain/ for knee pain and that resulted in the patient being admitted. Pain level was 8/10 in bilateral knees. She was seen in the e.r. The following day (B)(6) 2017 with severe pain and swelling (event start date: (B)(6) 2017; latency: unknown). The patient received 3 injections steroid and pain injection. She was then admitted to the hospital overnight following pancreatitis bout (event start date: (B)(6) 2017; latency: unknown). The patient was told this was thought to be caused from all of the injections in the e.r. Patient stated that her knees had improved. The patient had questions about reimbursement. On an unknown date, after unknown latency, it was difficult for her to go up and down stairs. The injection did help with her pain but the pain had returned. Having low back pain and bilateral hip pain for the past year, left hip was worse than right. It was reported that the patient came back to office on (B)(6) 2017 for follow-up. The adverse event had subsided by that point. On an unknown date in 2017, after unknown latency, patient had the flu. On an unknown date in 2017, xray knee revealed there was varus angulation of both knees with severe patellofemoral arthritis and obliteration of the medial joint space. Information received on (B)(6) 2018 that patient pain scale prior to the injections was 8 out of 10. Following the injections, she experienced worsening knee pain and the next day on (B)(6) 2017 patient went to the ER due to the knee pain. She received treatment, but she did not have what the treatment was at time of call. The patient was not hospitalized. The patient had received synvisc-one on (B)(6) 2017 and did not report any trouble with that injection. It was not known if the patient had any other injections prior to (B)(6) 2017. The patient did not do any strenuous activity after the injection. Corrective treatment: cortisone injection and pain injection for severe bilateral knee pain/pain level is 8/10 in bilateral knees/severe pain; not reported for rest of the events outcome: unknown for swelling, pancreatitis, difficult for her to go up and down stairs and flu; recovering for rest both events seriousness criteria: hospitalization/prolongation for device malfunction, severe bilateral knee pain/pain level is 8/10 in bilateral knees/severe pain, swelling, pancreatitis a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50934 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Additional information was received on 06-dec-2017 and 19-dec-2017 (both information processed together with clock start date of (B)(6) 2017. Event of device malfunction was added along with its details. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly additional information was received on 08-feb-2018 from healthcare professional. Case became medically confirmed. Additional events of swelling, pancreatitis, difficult for her to go up and down stairs and flu were added. Suspect expiration date was added. Event term was updated from severe bilateral knee pain to severe bilateral knee pain/pain level is 8/10 in bilateral knees/severe pain and its start date was updated. Clinical course was updated and text amended accordingly. Additional information was received on 12-apr-2018 and 13-apr-2018 (both processed with csd of 12-apr-2018) from patient (other). Symptom of condition aggravated was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 13-apr-18:the follow up information received does not change previous case assessment. This case concern a female patient who received bilateral synvisc one injections from the recalled lot and had severe bilateral knee pain, knee swelling, pancreatitis. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 08-feb- 2018, this case became medically cconfirmed. This unsolicited case from united states was received on 06-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later same day had severe bilateral knee pain/pain level is 8/10 in bilateral knees/severe pain; after unknown latency had flu, swelling, pancreatitis and it was difficult for her to go up and down stairs. Also, device malfunction was identified for the reported lot number. The patient had hypertension and high cholesterol. The patient had drug intolerance to prochlorperazine edisylate (compazine) and butorphanol tartrate (stadol). Medical history included low back pain and bilateral hip pain for the past year, left hip is worse than right, tobacco dependence syndrome, dysfunction of eustachian tube, chronic sinusitis, hematochezia, osteoarthritis of knee, bilateral and epigastric pain. Patient had family history of cancer of colon and other family history included : father - neoplasm & heart disease; mother - heart disease and brother - congestive heart failure). The patient was divorced. The patient was a former smoker; had occasional alcohol intake, sexual orientation: heterosexual, exercise level: occasional, diet: regular, general stress level: high, caffeine intake: moderate, chewing tobacco: none, guns present in home: yes, seat belts used routinely: yes, sunscreen used routinely: no, smoke alarm in home: yes, advance directive: no and tobacco-years of use: 40. Surgical history included: colonoscopy ((B)(6) 2016) - rectal polyps, elongated colon, recommended colon followup 5 years; esophagogastroduodenoscopy (surg) - ((B)(6) 2016); orthopedic surgery - 2011- acromioplasty; orthopedic surgery - 1995 - multiple lipoma removal bilateral feet; hysterectomy (1991), lap chole (1990) and appendectomy (1980). Concomitant medications included hydrochlorothiazide, ibuprofen, escitalopram oxalate (lexapro), magnesium, meloxicam, pantoprazole sodium (protonix), trazodone, lidocaine and omeprazole (prilosec). On (B)(6) 2017, patient came in for bilateral synvisc one injections for her arthritic knees she also complained of pain in her back and her hips. She would have some radiation down her legs. Her back would hurt if she walked the more she walked the more her back would hurt she would have increasing back pain if she tried to stand in 1 place. The patient had full range of motion. There was a varus inclination to her knee with palpable osteophytes, there is no hamstring tenderness or tightness. The same day, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (bilateral injection) for osteoarthritis knee pain (batch/lot number: 7rsl021; expiry date: 01-may-2020). The patient received bilateral synvisc one injections. She had an element of spinal stenosis and would get imaging of her back. The same day, patient had knee pain. That day, patient had blood pressure of 130/78 (units and ref range not provided and body mass index (bmi) of 42.4. The patient stated that she had a reaction following the bil synvisc one injections. On (B)(6) 2017, the patient went to the emergency room as she complained of severe bilateral knee pain/ for knee pain and that resulted in the patient being admitted. Pain level was 8/10 in bilateral knees. She was seen in the e.r. The following day (B)(6) 2017 with severe pain and swelling (event start date: (B)(6) 2017; latency: unknown). The patient received 3 injections steroid and pain injection. She was then admitted to the hospital overnight following pancreatitis bout (event start date: (B)(6) 2017; latency: unknown). The patient was told this was thought to be caused from all of the injections in the e.r. Patient stated that her knees had improved. The patient had questions about reimbursement. On an unknown date, after unknown latency, it was difficult for her to go up and down stairs. The injection did help with her pain but the pain had returned. Having low back pain and bilateral hip pain for the past year, left hip was worse than right. It was reported that the patient came back to office on (B)(6) 2017 for follow-up. The adverse event had subsided by that point. On an unknown date in 2017, after unknown latency, patient had the flu. On an unknown date in 2017, xray knee revealed there was varus angulation of both knees with severe patellofemoral arthritis and obliteration of the medial joint space. Corrective treatment: cortisone injection and pain injection for severe bilateral knee pain/pain level is 8/10 in bilateral knees/severe pain; not reported for rest of the events outcome: unknown for swelling, pancreatitis, difficult for her to go up and down stairs and flu; recovering for rest both events seriousness criteria: hospitalization/prolongation for device malfunction, severe bilateral knee pain/pain level is 8/10 in bilateral knees/severe pain, swelling, pancreatitis a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Additional information was received on 06-dec-2017 and 19-dec-2017 (both information processed together with clock start date of 06-dec-2017. Event of device malfunction was added along with its details. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly additional information was received on 08-feb-2018 from healthcare professional. Case became medically confirmed. Additional events of swelling, pancreatitis, difficult for her to go up and down stairs and flu were added. Suspect expiration date was added. Event term was updated from severe bilateral knee pain to severe bilateral knee pain/pain level is 8/10 in bilateral knees/severe pain and its start date was updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 08-dec-2017: this case concern a female patient who received bilateral synvisc one injections from the recalled lot and had severe bilateral knee pain, knee swelling, pancreatitis. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had severe bilateral knee pain. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (bilateral injection) for osteoarthritis knee pain (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency, the patient went to the emergency room as she complained of severe bilateral knee pain. It was reported that the patient came back to office on (B)(6) 2017 for followup. The adverse event had subsided by that point. Corrective treatment: not reported. Outcome: recovering. Seriousness criteria: hospitalization/prolongation. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.